Manufacturer narrative:
Result of investigation: the final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same material number resulted in the most likely root cause, that the electrode got mechanically overloaded during application. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device was disposed and will not be returning for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "consultant was performing a turp and complaining about issues with the loop catching on the sheath when operating with the working element. Changed loop and was still having the same issue. During use of this second loop it broke off in the patient, but was retrieved after 20 mins. Another loop was used and procedure was finished." The procedure was completed successfully and there were no adverse consequences reported. No negative impact in state of health reported.

Manufacturer narrative:
Correction is made in section h5. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).